Event description:
The recipient had a follow-up with the clinic on (B)(6) 2023 after a long gap, reporting not to be able to hear properly and quality of speech is missing. The recipient has been explanted and implanted on the contra-lateral side.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. This is a final report.

Event description:
The recipient had a follow-up with the clinic on (B)(6) 2023 after a long gap, reporting not to be able to hear properly and quality of speech is missing. No decision has been made yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a follow-up with the clinic on (B)(6) 2023 after a long gap, reporting not to be able to hear properly and quality of speech is missing. The recipient has been explanted and implanted on the contra-lateral side.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause a device investigation at the explanted device would be necessary. The device was already explanted, but has not been received for investigation yet.